Event description:
Hcp reported that pt experienced infection with device explant two months after implant. During double-blind randomized study (intraparenchymal gdnf or placebo for parkinson's disease) pt had infected switch granuloma and abdominal wall cellulitis over the area of the two pumps. Both pumps were explanted. The catheter was left in place (parenchyhmal segment only). The pt is still in study follow-up and re-implantation of pumps is still under consideration.